Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the on or about (B)(6) 2013 the decedent experienced cardiovascular event and on or about (B)(6) 2013 experienced "hyporotemic" and a cardiovascular event and subsequently expired after the use of the product.